Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged black power cable, visible oxidation inside the driveline connector and low voltage alarms was confirmed. Visual inspection of the returned system controller serial number (B)(6) revealed both strain reliefs were damaged and there was a green residue under the black strain relief. Further inspection also confirmed a green residue inside the driveline connector. The controller was functionally tested and inner conductor breakdown was confirmed in both power cables. During further evaluation the power cables outer insulation was removed and the green substance was confirmed in both power cables. The controller was disassembled and a green substance/fluid was confirmed inside the controller. The green liquid substance appeared to be a result of accumulated moisture that reacted with the underlying shield/construction and the inner conductor breakdown appeared to be related to wear and tear due to repetitive lead flexing during use. Laboratory testing and the data retrieved from the system controller determined the fluid ingress issue did not affect the system controller¿s ability to operate the test pump at the desired set speed; however, the confirmed conductor breakdown has the potential to result in the power cable disconnect and the low voltage alarms captured in the log file. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook rev c, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms, including driveline power fault and backup battery fault alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev c cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to hm3 instructions for use rev c section 8 ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the alarms resolved after the modular cable exchange.

Event description:
It was reported that the patient had damage to the black power lead on controller with visible oxidation on the driveline connection. There were low voltage alarms that occurred while on the mobile power unit (mpu) and charged batteries. A controller exchange was performed in clinic to new controller. During that exchange, oxidation was seen at the driveline connection and a decision was made to perform a modular cable exchange. There was another controller and modular cable exchange performed. During the modular cable exchange, arrows on the pump cable and modular cable were inline however difficult to connect. Once connected, it was difficult to get the cap from the pump cable to grip the modular cable to secure the connection. Related manufacturer reference number: 2916596-2021-07245; 2916596-2021-07247.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.